Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during change of dressing, the end of the patient's deep vein catheter replacement had a crack at the junction of the connector part which led to air leakage. The tube head and extracorporeal circuitwere replaced with another product to resolve the issue. There was no reported patient injury.